Manufacturer narrative:
The device alarmed a hardware low level failures with tone/beeps during self test. It was confirmed in the insulin pump history due to moisture damaged around on keypad assembly. The unit was received with scratched case, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump beeps without a message on the screen. The customer's blood glucose is 159 mg/dl. No buttons were accidentally pressed. The customer was not near any devices that could beep. The insulin pump was not suspend nor were there alarms in the history. There were no flickering lights. The beeping occurred during normal use of the insulin pump. The insulin pump will be returned for analysis.